Manufacturer narrative:
Device evaluation summary: visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant had bubbles within the gel. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Bubbles in the gel can be originated with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation with a 500cc mentor memorygel breast implant and experienced capsular contracture (baker grade unknown) on the left side post-operatively. It was also reported that bubbles were noted in the implant during surgery. The patient underwent explantation on (B)(6) 2022.